Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large needle driver instrument had a bent and broken jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large needle driver instrument jaws were misaligned and the instrument was not used on the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the severely bent instrument grips -tips to be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing vertical misalignment of the grips. There was approximately 0.0595¿ offset at the tips. Additional related to reported problem were also identified: the large needle driver instrument was found to have the carbide insert detached from one the grips. The brazing material approximately 0.0500" x 0.0230" seem to be missing.